Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was difficult to deflate. Despite fully pulling the syringe back, the balloon would not deflate smoothly, though the air was ultimately able to be removed from the balloon. It was reported that there seemed to be moisture/condensation in the balloon during deflation. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned complaint device revealed that there were several quantity of what seemed to be dry contrast noted at the tip and inside the tip of the device. The same residues was also observed at the balloon surface of the device. No other issues were noted. Functional analysis cannot be performed due to the balloon's lumen is occluded; several times it was tried to unblocked the lumen, however, it was not possible. Based on the evaluation of the returned device, it has been identified that the damage was consistent with a procedural interaction with another medical device. Therefore, the most probable root cause is caused by other device. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was difficult to deflate. Despite fully pulling the syringe back, the balloon would not deflate smoothly, though the air was ultimately able to be removed from the balloon. It was reported that there seemed to be moisture/condensation in the balloon during deflation. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.